Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that his vns therapy programming handheld was malfunctioning. He stated "the screen gets black and starts flickering, and I get a "ping" sound every few seconds which doesn't stop until I put the handheld off." Troubleshooting did not resolve the issue, and the handheld and software were subsequently returned to MFR. For product analysis. An analysis was performed on the returned flashcard and a corrupt installation file named ncp61.arm.cab was identified. Because the cab file was corrupt, the installation software kept installing the software and resetting the handheld during the analysis. The analysis could not identify the source of the corruption based on the returned flashcard and handheld device. Once the cab file was replaced, no further anomalies associated with flashcard software or databases were identified during the analysis.